Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.

Event description:
Related to MFR report#s: 2183959-2012-01625 and 2183959-2012-01626. It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc sling on about (B)(6), 2006 to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, emotional problems, pain, urinary problems, bladder problems, bowel problems, and other severe health consequences some time after implant.